Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. It was reported that the stent detached itself inside the microcatheter. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to as reported 'stent deployed prematurely during use'.

Event description:
It was reported that during the procedure, the subject stent detached prematurely within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent stabilizer was seen to be kinked at 11cm and 18 cm from the hub. The stent was deployed and not returned. The stent delivery catheter was seen to be kinked at 58cm from the hub. The stent delivery catheter was seen to be flat/crushed at 77cm and 118cm from the hub. The stent delivery catheter tip was seen to be intact. The stent stabilizer was seen to be further kinked at 93cm and 99cm from the hub. During functional test, the taper tip was cut off to remove the stabilizer from the outer body. Stent deployed prematurely during use functional test - defect was confirmed during visual inspection as the stent had been deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the wingspan stent detached itself inside the microcatheter. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. During advancement or repositioning of the device, the inner body was advanced independently of the outer body. The stent got stuck inside the microcatheter. The device was returned and it was confirmed that the stent had been deployed and was not returned. There was kinking and flattening noted to the stent delivery catheter (outer body) and kinking to the stent stabilizer (inner body). As per the instructions for use the recommended guide catheter specifications include a minimum 90 cm length and 1.63 mm (0.064 in) inner diameter. The stent was stated to have been deployed within a microcatheter, this microcatheter has in inner diameter of 0.021", which is smaller than recommended, also the the inner body was advanced independently to the outer body, which would cause stent premature deployment, and damage to the delivery system. An assignable cause of use error will be assigned to the as reported and as analyzed "stent deployed prematurely during use" and to the as analyzed "stent stabilizer kinked/bent", "stent delivery catheter kinked/bent" and "stent delivery catheter flat/crushed", as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the subject stent detached prematurely within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject stent detached prematurely within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.